Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the surgeon felt a sense of discomfort that was stiffer than usual as he advanced the lens into the patients eye. The trailing haptic was found to be broken after implanting and noted to remain in the injector. After removing the visco elastics it was difficult to fix the center of the iol. The patient will be seen in follow up to determine whether to explant the lens. Additional information received; an intraocular lens exchange is planned.

Manufacturer narrative:
The device was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The trailing haptic is broken-gusset area. The trailing haptic gusset area is on top of the plunger. Viscoelastic was not provided. It is unknown if the qualified product was used. The lens remains implanted. The root cause for the broken haptic could not be determined. The manufacturer internal reference number is: (B)(4).